Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances. The latitude (remote monitoring) summary report showed a previous trend of normal range between 490-620 ohms; however, there has been an increase in the impedances in the past several months. The most current recorded value is 1349 ohms. It was noted that there are no artefacts seen on the presenting electrocardiogram. Further review with a programmer was recommended, including provocative maneuvers to assess the rv lead. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: new information was received via latitude transmission that the pacing impedances are greater than 3000 ohms, and loss of capture was observed on the stored electrocardiogram. Further review was recommended with a programmer to confirm integrity of the lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances. The latitude (remote monitoring) summary report showed a previous trend of normal range between 490-620 ohms; however, there has been an increase in the impedances in the past several months. The most current recorded value is 1349 ohms. It was noted that there are no artefacts seen on the presenting electrocardiogram. Further review with a programmer was recommended, including provocative maneuvers to assess the rv lead. This lead remains implanted and in service. No adverse patient effects were reported.